Event description:
It was reported that that the patient¿s device was explanted due to an infection and the device pocket and lead location.. It was unknown if a culture was taken. The type of infection was unknown.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial#(B)(4), product type recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).